Event description:
The customer reported that they had an incident of acute hemolysis. After three hours into treatment, the pt complained of headache and dizziness. The nurse noted petechiae on the pt's left arm and chest. The pt's treatment was terminated and the pt was sent to the emergency room. The pt was admitted with a diagnosis of hemolysis. The lab was unable to ascertain most lab data for this pt due to hemolyzed blood samples. However, the next day, the rbc morphology scan indicated: slight anisocytosis with rare polychromatic rbc and rare basophillic strippling; no schistocytes seen; platelets appear adequate. The hematorcit on this same date was 6.6%. The following day, the pt received 4 units of packed cells. Facility's dr stated that an initial blood gas on this pt was positive for methemoglobin. Lab data during the remaining hospitalization were: 3rd day hematocrit 38%, hemoglobin 13.2 mg/dl; 6th day hematocrit 33.3%, hemoglobin 11.7%. Seventh day hematocrit 33.5%, hemoglobin 11.7%. An ldh or haptoglobin result was never obtained by the lab due to the unreliability of the tests due to hemolysis. The pt expired on approx eight days afte admission.